Event description:
The distributor contacted animas on 03/21/2015 alleging a case/condition issue; battery compartment. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved after troubleshooting efforts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked. Unrelated to the complaint, the bolus button cover was torn. The button responded properly to user presses. The pump case was removed and no evidence of moisture ingress was found.